Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
During a routine follow up, it was found that this lead exhibited loss of capture (loc). A revision procedure was performed to reposition the lead; however, fluoroscopy revealed that it had become dislodged. Consequently, the lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead is not expected to be returned, as it was retained by the explanting hospital.